Event description:
A patient reported blood glucose results of 7.9 mmol/l (142 mg/dl) with a lifescan meter and a 5.9 mmol/l (106 mg/dl) on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The technique of applying blood on the test strip was correct. Customer care agent (cca) sent the patient a replacement test strips.